Event description:
The reporter stated a 12.1mm micl12.1 implantable collamer lens was torn. The reporter was unable to report any additional information.

Manufacturer narrative:
(B)(4): evaluation: method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic and one haptic torn. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).